Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. Customer indicated that their doctor has not been contacted and their blood glucose value was 400 mg/dl at the time of the call. Troubleshooting found air bubbles and advised how to clear them. There were no leaks, site or insulin issues. The customer declined to troubleshoot further. Customer was advised to contact their doctor about the pump settings. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. No further details given.